Event description:
Customer's spouse reported via phone, the customer had high blood glucose and was hospitalized. Customer was put on an insulin drip and customer spouse wanted to know how to turn the off the insulin and clear the suspend feature. Customer spouse was assisted and no other information was gathered. Customer's spouse is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.